Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1600278 was manufactured on 11/21/2016 a total of (B)(4) pieces. Lot was released on 12/08/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the jaws were severely out of place. The bottom jaw had come loose and the top jaw was pushed past the center of the channel. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet and ratchet ears were still intact. The distal end of the channel was bent and the jaw legs of the bottom jaw were also bent. The bent jaw legs most likely caused the bottom jaw to come loose. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "one side of jaw came off applier" was confirmed based upon the sample received. One device was returned. The device was returned with both jaws severely out of place. The bottom jaw was loose and the top jaw was pushed across the center of the channel. The device was disassembled and it was found that the distal end of the channel was bent as well as the jaw legs on the bottom jaw. The bent jaw legs most likely caused the bottom jaw to come loose. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that the end user fired 5 clips. A device history record review was performed on the autoendo5 ml with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
One side of the jaw came off the applier during 2nd clip ligation of the cystic duct. The user lightly pulled the trigger 2 or 3 times at that time. No parts remained in the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as the lot number provided does not match to the product code reported on the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
One side of the jaw came off the applier during 2nd clip ligation of the cystic duct. The user lightly pulled the trigger 2 or 3 times at that time. No parts remained in the patient. There was no patient injury.